Event description:
It was reported that this right ventricular (rv) lead was placed as a temporary lead. This lead exhibited oversensing and so the external system was replaced with a leadless pacemaker until a full cardiac resynchronization therapy defibrillator (crt-d) sytem could be implanted. This rv lead was retained by the customer. No additional adverse patient effects were reported.